Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.

Event description:
An ams monarc sling was implanted to treat the patients stress urinary incontinence. It was reported that as a result of the implant the patient has experienced physical pain and suffering, has sustained permanent injury and has undergone corrective surgery.